Event description:
The recipient reportedly experienced poor performance. Programming adjustments were attempted, however, the issue was not resolved. An x-ray showed the electrode in the semi-circular canal. Revision surgery will be scheduled.